Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking fibula plate. Medical/surgical intervention to preclude permanent damage to a body structure. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Rationale: not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. The patient requested hardware removal without complaint of device failure or adverse event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was hardware removal of a locking fibula plate. No additional information was provided. This report is for an unknown locking fibula plate. This report is 1 of 1 for comlpaint (B)(4).